Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012. The patient was reimplanted with a new device during the same surgery. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is not available for analysis.this report is filed (B)(4), 2013. Device is not available for analysis.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2011.